Manufacturer narrative:
The device was not returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, the nail was not compressing or distracting. No patient injury was reported.